Manufacturer narrative:
Brand name: cyclesure bio indicator; catalog number: 14324_97; lot number: 07116035; expiration date: 02/28/2017. (B)(4). A field service engineer was dispatched to customer site and confirmed the unit meet specifications and was returned to service.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The affected load was released. A flexible fiber, camera code and light guide were not recalled. There was no report of infection, injury or harm to patients associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 4 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), concomitant product evaluation and product retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 03/11/2016 to 07/07/2016 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The suspect positive cyclesure® bi was not returned for evaluation. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found lot trending analysis result for suspect positive bi was trending not exceeded. The suspect bi was not returned for analysis and could not be evaluated for user error. Therefore, there is insufficient information to determine a definitive assignable cause. An issue with sterrad® performance is also unlikely since the ci disc changed color appropriately. Additionally, the field service engineer was dispatched to the site for the issue, and it was confirmed that the unit was within specification. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.